Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis- investigation of the returned unit showed that the ratchet and clamp base were within limits, with no detected movement when locked. However, a worn disk ratchet allowed unintended swivel. The unit hadn¿t been serviced since december 2021, and inspection is recommended twice per year. The issue couldn¿t be replicated, and the clamp functioned correctly. Worn parts will be replaced to meet manufacturer specifications. Root cause - the complaint is not confirmed as the issue couldn¿t be replicated, and the clamp functioned correctly. However, the unit had not been serviced since december 2021. Probable root cause is routine wear and lack of proper maintenance. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 3 and is linked to mfg report numbers 3004608878-2025-00047 and 3004608878-2025-00048: a facility reported that during a chiari repair case, the mayfield composite series skull clamp ((B)(6)) slipped on the patient's skull despite all three pins appearing fully locked in place. Lacerations occurred on both sides of patient's skull and required stapling. The mayfield set up was removed and replaced with an alternative kit, and the surgeon proceeded with the operation. There was surgical delay of approximately 20 minutes.